Manufacturer narrative:
On january 19th we have received samples of the same lot, but not the electrodes involved in the incident. Retained and returned samples of the same lot number were inspected visually, mechanically and for their ph. In addition, two electrodes of the retained and returned samples were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. Nickel is present in the stainless steel stud of the electrode. However, this electrode component does not touch the skin (it actually faces away from the patient) and is covered with the patient lead connector when in use. In addition, the skin reaction happened underneath the electrode and not at a skin site that may have touched the stainless steel stud at some stage. We are therefore not assuming that the nickel allergy is responsible for the skin reactions. Based on the information we have received, no conclusion can be drawn as to what caused the skin reactions. No further incidents have been reported to us of the involved lot number in question. We therefore consider the investigation closed. Customer returned samples from same lot#.

Event description:
On (B)(6) 2015, we have been informed of an incident during an ECG holter monitoring procedure. A spiderflash-t (sorin brand) monitor and 3 skintact t-vo01 ECG electrodes were used. The duration of the procedure was described as about 36 hours. The body type was described as obese and the skin type was described as normal. The patient has a medical history of being allergic to nickel. The skin was cleaned, not disinfected, not shaven, not dried and no ointment had been applied. The patient was discovered to have developed 3 spots a redness of the skin underneath the adhesive area and the gel at the thorax, the abdomen and on the ribs. The size of the injuries was stated to have a diameter of about 5cm. The injuries were detected during the treatment. It was also reported that the electrodes adhered properly. The injuries was treated with topical corticosteroids.

Manufacturer narrative:
Retained samples of the same lot number were inspected visually, mechanically and for their ph. In addition, two electrodes were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. Nickel is present in the stainless steel stud of the electrode. However, this electrode component does not touch the skin (it actually faces away from the patient, and is covered with the patient lead connector when in use. In addition, the skin reaction happened underneath the electrode and not at a skin site that may have touched the stainless steel stud at some stage. We are therefore not assuming that the nickel allergy is responsible for the skin reactions. Based on the info we have received, no conclusion can be drawn as to what caused the skin reactions. No further incidents have been reported to us of the involved lot number in question. We therefore consider the investigation closed.

Event description:
On (B)(6) 2015, we have been informed about an incident during an ECG holter monitoring procedure. A spiderflash-t (sorin brand) monitor and 3 skintact t-vo01 ECG electrodes were used. The duration of the procedure was described as about 36 hours. The body type was described as obese and the skin type was described as normal. The patient has a medical history of being allergic to nickel. The skin was cleaned, no disinfected, not shaven, not dried and no ointment had been applied. The patient was discovered to have developed 3 spots ; a redness of the skin underneath the adhesive area and the gel at the thorax, the abdomen and on the ribs. The size of the injuries was stated to have a diameter of about 5cm. The injuries were detected during the treatment. It was also reported that the electrodes adhered properly. The injuries were treated with topical corticosteroids.